Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre 2 sensor. A customer observed a "replace sensor" message and was unable to obtain scans. The customer became hypoglycemic and subsequently experienced seizure and loss of consciousness. The customer was taken to the hospital where a laboratory result of 27 mg/dl was obtained and customer was treated with IV glucose and saline solution. Post-treatment readings of 91 mg/dl and 109 mg/dl were taken prior to the customer being discharged from the hospital. There was no report of death or permanent injury associated with this event.